Event description:
The patient's lead and generator were replaced due to high impedance. Product return is not expected. No further relevant information has been received to date.

Event description:
It was reported that after during surgery, after the patient's generator was replaced due to battery, high impedance was detected on the new, replacement generator. The lead pin was reinserted three times, but this did not resolve the high impedance. The patient's lead and the new generator were left implanted. The explanted generator was discarded. No known surgical intervention has occurred to date. No further relevant information has been received to date.